Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had cooling issues. Per wo review on (B)(6) 2023, patient was switched to another device and there was no patient impact. Per follow-up on (B)(6) 2023, patient switched devices and there was no impact. Device was sent to crs medical for repair. Per sample evaluation results received on 10apr2023, it was reported that the root cause of the reported issue was due to a failed mixing pump. It was stated that the circulation pump had been found to build no pressure as it has been too weak to work properly. It was noted that the circulation pump was replaced.

Event description:
It was reported that the arctic sun device had cooling issues. As per wo review on (B)(6)2023, patient was switched to another device and there was no patient impact. As per follow-up on (B)(6) 2023, patient switched devices and there was no impact. Device was sent to crs medical for repair. As per sample evaluation results received on (B)(6) 2023, it was reported that the root cause of the reported issue was due to a failed mixing pump. It was stated that the circulation pump had been found to build no pressure as it has been too weak to work properly . It was noted that the circulation pump was replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Circulation pump has been found to build no pressure as it has been too weak to work properly. Circulation pump was replaced during the pm process. The device passed the procedure and can be placed back into normal use. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- e, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.